Event description:
During preventative maintenance testing at the user facility, the device did not sound an audible alarm tone at power on. There were no reports of any adverse events while the device was in clinical use.